Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Additionally, the treatment appears to be related to the operational context of the procedure.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure on (B)(6) 2016 was to treat a lesion located in the mid circumflex (cx) with 90% stenosis. A 3.0x12mm nc trek was used at 8 atmospheres (atm) and lesion was approximately 90% open. A 3.0x18mm implant was deployed using 8 atm twice. Then a significant long dissection was found extending from the distal edge of the 3.0x18mm implant to the obtuse marginal. A 2.75x18mm xience xpedition was advanced to cover the distal dissection, but failed to cross the proximal angle in the cx. There was no interaction with the 3.0x18mm implant. A proximal dissection was noted. Finally, a 3.0x15mm xience xpedition was used to cover the proximal dissection and then a 2.75x12mm xience xpedition was used to cover the distal dissection. Residual stenosis was less than 10% after the procedure. There was no adverse patient sequela; however, a clinically significant delay in procedure was reported. No additional information was provided.